Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion. A nurse on 14 w said she programmed adrucil at 500 ml/ 1080 mg running at 21.7 ml/hr. The drug finished in 21.5 hours instead of 23 hours. 2c8541 primary IV tubing was used that was primed and sent from pharmacy. The medication bag was hung about 20-24 inches above the pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.